Event description:
Boston scientific received information that remote monitoring of a device with unknown right ventricular lead detected a high out of range (oor) shock impedance measurement. The physician noted that he saw the patient for a follow-up recently, and a red alert was not observed for the high out of range measurements. Technical services (ts) was contacted to discuss the reasoning behind this. Ts discussed that the programmer will not display a red alert, but will prompt to check the shock lead. If the lead measurements were checked, then an oor shock impedance measurement would be observed. It was noted the shock impedance has been fluctuating since implant. A review of the most current episodes shows appropriate sensing and no noise. There were no adverse patient effects reported. Subsequently, additional information was received that the physician followed-up with patient, and was not concerned about lead integrity. There were no shocks delivered, and the device appeared to be operating normally. No revision procedure was intended. Approximately one year later, a review of the remote monitoring data revealed six out of range shock impedance measurements. In addition, this right ventricular lead is implanted. Available information indicated that this issue has been monitored by the physician every two months and a decision regarding a lead revision procedure is intended after further system integrity verification. As of this date, this right ventricular lead and device remain in service.

Event description:
Additional information was received. Further fluctuating shock impedance measurements were observed. Technical services was contacted and recommended further system integrity troubleshooting to assure that therapy is not compromised. Ts recommended commanded shocks of 1.1j and 41j in the programmed triad vector to assess the actual impedance of a delivered shock. This information was provided to the physician.

Event description:
Additional information was obtained. A lead revision was performed. This lead was surgically abandoned and replaced. Normal shock impedance measurements were obtained. No adverse patient effects were reported.

Event description:
Engineering reviewed the data. There was concern that there may be a rv coil issue. Further lead integrity verification has been recommended.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated

Manufacturer narrative:
As this lead was surgically abandoned, no further information is expected regarding this event. Should additional information become available, this event will be further updated.